Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was confirmed to be fractured. The patient subsequently died while waiting for the lead extraction procedure to be performed. Per the physician, the death may be unrelated to the lead fracture. Cause of death has not been determined and no autopsy was performed. No additional information is available.